Manufacturer narrative:
Additional information received on april 15, 2025, the b5 verbiage should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleging pneumonia, respiratory issues, lung damage, respiratory failure, inflammation to ear, nose, and throat. Acute respiratory distress system (ards) and lung (unspecified event). Additional information received the patient alleging lung cancer. There was no report of medical intervention. In box h-patient outcome code grid was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging pneumonia, respiratory issues, lung damage, respiratory failure, inflammation to ear, nose, and throat. Acute respiratory distress system (ards) and lung (unspecified event). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. No further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021 and z-1974-2021.